Event description:
Boston scientific received information that this patient expired the day after the implant procedure due to pulseless electrical activity and ventricular tachycardia while still in the hospital. Additional information was received that the physician did not believe the device was involved with this (B)(6) patient's death. The device was checked post-mortem to print out any episodes that were recorded. Two episodes were stored in the device, both showed atrial fibrillation (af). The ventricular rates during the stored episodes were noted to be around 120-140 bpm. No additional information is available at this time. It additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.